Event description:
It was reported that the patient's parents called the nurse into the room because they saw blood backing up into the line from the central venous catheter (cvc) red lumen. Upon inspection, the line was intact, but blood was seeping out of the connections around the stopcock. The line was clamped, tubing was disconnected, and the line was flushed. Cap and tubing were changed since it was due for a line change. This incident happened during a cefepime infusion, then the provider and the pharmacist were notified. Cefepime was re-dosed. There were no leaks, cuts or defects noted on the tubing. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.